Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had critical pump error on the pump. The customer¿s blood glucose level was 20.2 mmol/l. The customer stated that they fell on the ground and fell on the pump. Troubleshooting was performed for critical pump error. Customer reports they received a critical pump error image on the pump screen. The customer stated that screen is completely blank but it alarming before the critical pump error image displayed on the screen. The customer was advised to discontinue use of the pump and to revert to the back-up plan. The insulin pump will be returned for analysis.